Event description:
Based on the additional information from the sales rep we are unable to determine which device caused the injury.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
Note: the customer reported that two devices were used, and it was not possible to determine which device caused the patient burn.

Event description:
It was reported that during a hysterectomy procedure at the user facility, the electrosurgical pencil became very hot and caused a burn to the patient¿s skin. It was reported that the burn was assessed as third to fourth degree due to the depth of tissue involvement. It was further reported that the event required medical intervention. Affected skin and underlying adipose tissue were removed, additional antibiotics were administered, and the burn measured approximately 8.5 cm by 2.5 cm. It was further reported that the procedure was completed successfully.